Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element, mr, ous 2.25 x 20 mm stent delivery system (sds); was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Damage was noted to the 2 most proximal stent strut rows. The stent was crimped on the balloon and showed no signs of movement on the balloon. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and microscopic examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25 x 20 mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, while passing through the lesion, it was noted that the stent was stripped off and the stent was removed with a snare. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.